Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt filter needle contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd blunt filter needle contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
One needle was returned for evaluation without any packaging. A visual inspection of the returned sample was performed. There is a cluster of what appears to be plastic threads adhering to the lube on the cannula therefore failure mode is verified. A device history record review was completed. Assembly batch 6244983 had 192 visual inspections performed on 9,750 parts with zero defects noted. Cleaning was performed per procedure 23 times during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch. Our plastic components are transferred using air. This causes plastic particles to dislodge from the molded components, and in this instance adhered to the cannula. The assembly batch was (B)(4) pieces. One defect for foreign matter is a defect rate of .00001% which does not exceed the aql for fm. No corrective action will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.